Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Plan to land relay pro distal to lsa and inside previous relay pro graft that patient already had a few months ago surgery. Relay pro went in and everything went as planned until step 3 on the device needed to be done. (B)(6) the pa, was in the person to pull back step 3. She has supported a lot of these cases so she is very familiar with the device that how it should feel. The black knob turned no issues. When she started pulling back the black knob it wouldn't go. She said it required a lot of force to make the black knob move at all. She says it felt like it was breaking of a suture once it finally released. I have the device to send back and I have the scan for the case." Patient outcome - "no patient related issues."

Event description:
"Plan to land relay pro distal to lsa and inside previous relay pro graft that patient already had a few months ago surgery. Relay pro went in and everything went as planned until step 3 on the device needed to be done. Tiffany, the pa, was in the person to pull back step 3. She has supported a lot of these cases so she is very familiar with the device that how it should feel. The black knob turned no issues. When she started pulling back the black knob it wouldn't go. She said it required a lot of force to make the black knob move at all. She says it felt like it was breaking of a suture once it finally released. I have the device to send back and I have the scan for the case." Patient outcome - "no patient related issues."